Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the keypad is intact; all buttons were responsive during investigation. Removed keypad to inspect under contacts; no contamination found under contacts. Investigators were unable to duplicate complaint of under responsive keypad; no defects found. A leak test failure due to battery compartment leak was found. Opened pump, evidence of moisture found internally on main pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.